Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user used wrong code key. Note: manufacturer contacted customer on 4/20/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer did contact dr regarding symptoms and advised to take 12 units of her novolog and now she is doing a lot better. Customer is no longer experiencing symptoms.

Event description:
Consumer reported complaint for e-8 code chip error accompanied by symptoms. The customer is concerned with e-8 and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of thirst and dry mouth. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 01/27/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.